Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system developed a large hematoma after falling and sustaining an impact to the device. Subsequently, the patient underwent revision surgery to address the hematoma at the ICD implantation site. During this procedure, the ICD, along with the right atrial (ra) and right ventricular (rv) leads, were surgically abandoned, and the system was not replaced. The ra lead is a non-boston scientific device. No additional adverse patient effects were reported. This rv lead has not been received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system developed a large hematoma after falling and sustaining an impact to the device. Subsequently, the patient underwent revision surgery to address the hematoma at the ICD implantation site. During this procedure, the ICD, along with the right atrial (ra) and right ventricular (rv) leads, were surgically abandoned, and the system was not replaced. The ra lead is a non-boston scientific device. No additional adverse patient effects were reported. This rv lead has not been received for analysis. Additional information was received indicating that this rv lead was surgically abandoned due to an infection. No additional adverse patient effects were reported.